Event description:
It was reported by the caller that a patient had an adverse event on (B)(6) 2025. The caller reports that she was contacted by a physician that was doing a chart review for the hospital risk management. The procedure had been completed on (B)(6) by another physician. The caller states that the physician informed her that the patient had a stroke and a low platelet count post procedure. The physician stated that the procedure was pfa with the boston scientific farapulse. The physician was requesting to review the carto maps completed during the procedure. The caller reports that the procedure had been removed from the system and was not available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).